Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect ventilator device for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported no audible alarms during use on this ventilator device. The customer stated an apparent patient adverse event however, no specifics on impact or consequence have been received by the customer. The hospital biomed reported evaluating the ventilator device however, they were unable to duplicate the reported event.